Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve procedure, the device was closed on tissue but would not advance the blade or staples. New load was introduced to resolve the issue in order to complete the case. There was no patient injury.